Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the handle came off the shaft of the needle when it was being removed. The doctor had to attach a hemostat to the needle and twist while pulling back. It took 10 minutes to remove the needle. No fragment of the broken product remained inside the patient. There were no patient symptoms or complications as a result of this event.